Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced hematoma, abscess, fistula, infection, adhesions, and recurrence. Post-operative patient treatment included incision, drainage, washout of wound infection, incision and drainage of ventral wall abscess, primary hernia repair, wound vac changes, suture of fistula, placement of wittman patch, debridement, split thickness skin graft, removal of mesh, hernia repair with new meshes, exploratory laparotomy, lysis of adhesions, multiple bowel resections, small bowel anastomosis, and closure of abdominal wall retention sutures.

Manufacturer narrative:
Additional info: a1, b2, b5, b6, b7, d4 (model #, catalog #), g1, h6 (patient codes, device codes, ime e2402: fluctuance) & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced hematoma, abscess, fistula, infection, adhesions, recurrence, inflammation, lesion, staph, nonhealing wounds, cellulitis, drainage from wound, fluctuance, pus, mesh friable, pain, scar tissue, swelling & wound dehiscence. Post-operative patient treatment included incision, drainage, washout of wound infection, incision and drainage of ventral wall abscess, primary hernia repair, wound vac changes, suture of fistula, placement of wittman patch, debridement, split thickness skin graft, mesh revision, removal of mesh, hernia repair with new meshes, exploratory laparotomy, lysis of adhesions, multiple bowel resections, small bowel anastomosis, closure of abdominal wall retention sutures, CT scan, reduction of hernia, hospitalization, antibiotics, IV antibiotics, wound care, IV vancomycin, abdominal wall reconstruction, wound exploration, ICU & tpn.